Manufacturer narrative:
Insulin pump was received with totally destroyed pump.

Event description:
Information received by medtronic indicated that the insulin pump had crack due to insulin pump ate by dog. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.